Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit was alarming "vent inop, motor fault, low pip, low ve, and xdcr fault" continuously on a test lung. There was no patient involvement at the time of the incident.